Event description:
On 23rd october, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was peeling on suspension arm cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a the correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 23rd october, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was peeling on the headlight cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 23rd october, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was peeling on suspension arm cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was peeling on suspension arm cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The device has been repaired by replacement of kit anneau 1/2 de glissement (ard397805555) and returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. The most probable root cause of this paint peeling especially at this location only is a stagnation of cleaning agent residues and the liquid ingress into the 1/2 sliding ring. To avoid paint degradation it is recommended to respect the cleaning instructions (user manuals or IFU), avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 23rd october, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was peeling on the headlight cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.